Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with a stylet inserted. The reported event for the inability to extend the helix was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination revealed an over torqued inner coil at the connector region. After cleaning and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for high threshold was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a loss of capture due to dislodgement of the right ventricular (rv) lead. The device was reprogrammed to resolve the loss of capture until the rv revision was preformed. During the revision, the rv lead helix was unable to rotate. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.